Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that there was a therapy issue. Patient stated the therapy was not helping them with their urgency problem. The patient mentioned they feel the therapy is not really working as much as it should be. The patient also mentioned they used to have 80% -90% reduction on their symptoms just a couple of weeks ago but around (B)(6) 2026 it stopped helping as much. The patient also mentioned never having a leak problem, but now they are having a few leak problems when they have an urgency. The patient said they are receiving the error message "device not responding" while they are connecting to the implant. The agent educated the patient on the general use of external devices. Patient was positioning the communicator over the implant with a garment in between. The patient confirmed that they were able to connect to implant when they repositioned the communicator over the implant directly to their skin. Patient was able to increase the stimulation. The patient confirmed they feel the stimulation in their bicycle seat area and it's comfortable. Patient will maintain stimulation level and will continue to track symptoms. Redirect the patient to their doctor if the issue persists. Other relevant medical history: patient mentioned they will have a surgery on wednesday. Patient said, "the location of where they put the device is not in a good spot.". The patient said it was in a bad part of their back and was protruding out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they no longer have the device implanted and noted "it did not work out and was removed on (B)(6) 2026."